Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) did not deploy and the blocking failed. Upon removal of the device, it was noted that the plug was found partially deployed, partially out of the shaft. Manual compression was done for hemostasis. There was no reported patient injury. The operator did a routine operation, where the plug deployment button was pressed and they waited for a few seconds to pull out the vcd. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. The cordis 6f short sheath was used, and the device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel had no stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within the 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug was not fully inside the shaft. The indicator wire was not visible when the device was removed. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug of a 6f exoseal vascular closure device (vcd) did not deploy and the blocking failed. Upon removal of the device, it was noted that the plug was found partially deployed, partially out of the shaft. Manual compression was done for hemostasis. There was no reported patient injury. The operator did a routine operation, where the plug deployment button was pressed and they waited for a few seconds to pull out the vcd. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device/package damage prior to use. The cordis 6f short sheath was used, and the device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the suitability of the femoral artery was verified on angiography, including the insertion angle of the vascular sheath introducer (30-45 degrees). The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had no visible calcium/plaque, and there was no access vessel tortuosity. There was no stent near the puncture site, and the vessel had no stenosis greater than 50% at or near the puncture site. The target femoral site had not been closed with any closure device or manual compression within the 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The plug was not fully inside the shaft. The indicator wire was not visible when the device was removed. One non-sterile vascular closure device 6f - us unit was received for analysis inside a bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever/button on the device was fully pressed, and the plug was not present in the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The distal tip inner diameter was measured and compared. The results were within specification (passed) for the distal tip inner diameter (ID). The functional analysis could not be performed since the unit was fully deployed and with dried blood residues. However, it was confirmed that the plug did not overload the molded plunger disk, the internal components showed no damage upon examination, and the trigger was properly engaged with the left case slot. No microscopic analysis was conducted, as the required tests were covered by the functional analysis. The reported event by the customer as ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed. The device was received fully deployed, which does not match the event reported. Functional analysis was not possible due to full deployment and dried blood, but no internal damage was observed. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. No evidence of manufacturing defects and/or assembly issues was found. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.